Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, around 1:00 am on (B)(6) 2026 wearable had failed. The patient¿s son was with her but she cannot confirm if the g7 app set off an alarm because she was out of consciousness when the issue happened. The patient can no longer recall the time the wearable failed and cannot remember how long she was unconscious. No medication was taken at this time. When she regained consciousness. Her son removed the failed wearable and inserted a new one. While it was warming up, the patient started vomiting and her son called for an ambulance. They were unable to check the bg reading since the wearable was on warm up. Ems took the patient to the hospital. A reading from a new sensor appeared on the app while they were in the ambulance and it was only showing the word high. The bg meter was also checked and it shows a high reading (numerical value) which patient can no longer recall. Only 10 units of insulin was administered from the insulin pump. At the hospital, the patient was diagnosed with dka and they were unable to extract blood and they needed to warm up her vein. When her bg was able to be checked it was over 500 mg/dl while her dexcom reading was at 378 mg/dl. She was provided with IV fluid/saline as the patient was dehydrated. The first time she woke up, after 24 hours, her reading from dexcom was 88 mg/dl while the fingerstick was 82 mg/dl, she mentioned the new sensor worked fine. The patient spent 4 days at the hospital and was discharged on (B)(6) 2026 around 2:00 pm. At the time of the report the patient was fine. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.